Manufacturer narrative:
(B)(4). The carefusion technical support in conjunction with the customer identified faulty user interface module as the most likely cause in this alleged event. The customer was shipped a replacement user interface module to repair the device and return it back into service. The alleged faulty user interface module was received by carefusion on (B)(6) 2015, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete, a f/u medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "No pt involvement. Uim [user interface module] touch screen does not light up on start up. The rest of vent and uim leds boots up fine."

Manufacturer narrative:
The user interface module was received into the carefusion failure analysis lab for evaluation. The user interface module was installed in a test fixture, powered on and the reported issue of screen not lighting up (powering on) was duplicated. However after a second power up the user interface module powered on and reported issue was no longer reproducible. The issue was isolated to an intermittent thermistor on the control pcba. Carefusion has initiated an internal corrective action through our corrective and preventative action system to address this issue.